Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported she had a low blood glucose incident where the emts were called. Pt stated the emts did not know how to place the infusion device in stop mode. Pt reported her blood glucose level went down to 34 mg/dl on the paramedics' meter. Pt's normal blood glucose level is 75-120 mg/dl. Pt stated her friend called the paramedics and they gave her a glucagon shot in the arm and a glucose tablet. Pt reported she was taken to the hospital where she was given an IV of unk content. Pt stated she was in the ER for about 2 hours. Pt reported she did not know why her blood glucose level went low. Pt has lowered her basal rates based on the doctor's advice. Pt stated her blood glucose is in the normal range now and has been since the low blood glucose incident. No product return was requested.